Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer reported a no delivery alarm from the insulin pump. The customer used a new infusion set and was able to take a correction bolus from the insulin pump. The customer reported that she was taking prolozone medication which might have led to high blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).